Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an interventional procedure (transcatheter aortic-valve implantation). Reportedly, after the prostar xl device was inserted into the vessel no flow was seen within the tubing as normally expected. It was noticed that a plastic circle attached to the suture had become dislodged, resulting in the ring of plastic tubing being found on the table. The device was removed and hemostasis was achieved using a second prostar xl device. No clinically significant delay in the procedure was reported. There were no reported adverse patient sequelae. The physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the handle was still in the pre-deployed position and there was no slack on the sutures. The white suture bight was exposed at the suture tube because the coiled suture lumen was detached and was not returned. This confirmed the reported complaint of a plastic circle becoming dislodged. Since the device was returned outside the sterile packaging, we were unable to determine the cause for the detachment of the coiled suture lumen from the suture tube. During the manufacture of the device, visual inspection and proper position of coiled suture lumens are inspected. Per instructions for use (IFU) for the prostar xl under warnings states: do not use the prostar xl pvs device or accessories if the packaging or sterile barrier has been previously opened or damaged, or if the components appear to be damaged or defective and precautions number 2 states: prior to use, inspect the prostar xl pvs system to ensure that the sterile packaging has not been damaged during shipment. Examine all components prior to use to verify proper function. Exercise care during device handling to reduce the possibility of accidental device breakage. The marker tube appeared normal and the marker port is not occluded. Marking patency was performed and the device was patent. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. Based on the investigation findings, the device conformed to specification and a probable cause for the reported marking complaint could not be determined. The cause for no marking can be influenced by many factors, including, but not limited to, manufacturing, if the marker port is against the artery wall, side wall stick, low blood pressure, clot or tissue plugging the marker port and if the device is not in arterial lumen. A review of the finished device lot history record did not reveal any nonconforming material records. A query of the complaint handling database was performed and found no indication of a lot specific quality issue. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating the target groin was the right common femoral artery.